Event description:
It was reported that on two occasions the pump was set to infuse 250 ml and the displayed volume to be infused counted down to zero without any fluid being infused. No additional clinical info has been rec'd. No pt injury was reported.